Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's recharger was not working and it hadn't worked for two months. The patient mentioned it wouldn't charge and they were only seeing blinking lights. The patient confirmed seeing scrolling green lights on the recharger. Resetting the recharger was reviewed with the patient. The light on the dock was reviewed with the patient. The patient confirmed seeing a green light on the dock. The patient also stated for the past three weeks they had been having a lot of problems with their bowel and bladder. The patient stated they had not been able to control their bladder or bowel and it was getting worse. The patient added they were going to make an appointment with their doctor. The troubleshooting steps taken on the call did not resolve the issue. When asked for the serial number of the wireless recharger, the patient said they had already put it away and refused to provide it. A replacement wireless recharger was requested to be sent out.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, lot#serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot#: (B)(6), h3: analysis found no anomalies were visually observed. Patient complaint confirmed. Led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.